Manufacturer narrative:
This report is being supplemented to correct to previous supplemental reports aware date (g3). It was reported as may 23, 2023, but should be june 15, 2023.

Event description:
The customer confirmed the condition of the patient was not impacted by the failure and the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The procedure was one hour and 43 minutes long with no delay in procedure. There were no medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices were connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received from the customer through follow-up. The customer confirmed the maj-2315 that fell off in the patient's body happen after the design change and it was damaged on the right side. No anti-fog agent was applied to the scope lens and lubricant was used. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user attach the distal cover to the scope and then pulled the cover to make sure it did not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cover was easy to come off the scope by user handling such as the following: - although the user reported having pushed the cover until the hook at the scope tip appeared from the opening of the cover, the cover may have covered the hook and may not have gotten over it completely. As a result, attachment of the cover was insufficient. - the cover received load to be squashed during storage, or the like. That generated slight cracks. Afterwards, load was applied to the cover during use and caused crack at the rear end. As a result, attachment to the scope was insufficient. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has been returned for evaluation. Findings were: leaking at gold pins, dents at the distal end, bending section cover adhesive noted to have cracks, and the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography using this evis exera iii duodenovideoscope and single use distal cover, the distal cover fell off in the patient's mouth after the scope was taken out, and was recovered by the physician's finger. No delay in the procedure. The devices were inspected before use and no abnormalities noted. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6).